Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of needle broke off during injection with a bd pen needle 31x8. This occurred on 2 separate occasions. The following information was provided by the initial reporter: end user reported to his local pharmacy that he attempted to inject and as he was injecting he noticed tip of the pen needle broke off before the needle penetrated the skin. He tried a 2nd needle and the same thing happened so he bought the rest of the box back to the pharmacy.

Manufacturer narrative:
H.6. Investigation: sample evaluation: 95 representative sample with seal package was returned for investigation. The sample was not decontaminated. All 95 representative samples were subjected to visual inspection to check the point defect as per (B)(4) and cannula pull test as per (B)(4). Inspection result showed no point defects found and all within the acceptance criteria. Review the DHR and no abnormality detected during production. The representative samples passed the visual inspection and cannula pull test specification. Hence, root cause could not be determined. Result showed cannula pull test is within the product specification.

Event description:
It was reported that the tip of needle broke off during injection with a bd pen needle 31x8. This occurred on 2 separate occasions. The following information was provided by the initial reporter: end user reported to his local pharmacy that he attempted to inject and as he was injecting he noticed tip of the pen needle broke off before the needle penetrated the skin. He tried a 2nd needle and the same thing happened so he bought the rest of the box back to the pharmacy.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the tip of needle broke off during injection with a bd pen needle 31x8. This occurred on 2 separate occasions. The following information was provided by the initial reporter: end user reported to his local pharmacy that he attempted to inject and as he was injecting he noticed tip of the pen needle broke off before the needle penetrated the skin. He tried a 2nd needle and the same thing happened so he bought the rest of the box back to the pharmacy.